Event description:
It was reported that a pipe hit the pump touchscreen, and subsequently, the touch screen became shattered and unresponsive. Customer's blood glucose level was 150-160 mg/dl. The customer reverted to an alternate method of insulin therapy.